Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved deep into the ventricle upon release from the delivery catheter system (dcs). Snares were used in an attempt to re-position the valve but were unsuccessful. The patient went into ventricular tachycardia, followed by ventricular fibrillation. Multiple attempts to cardiovert the patient were unsuccessful. After several minutes in ventricular fibrillation, the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.